Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer called the customer service agent to seek help with his contour next ez meter. During the troubleshooting, the customer ran four control tests and obtained readings of 135 mg/dl at 10:31 a.m., 164 mg/dl at 10:52 a.m., 131 mg/dl at 10:54 a.m., and 181 mg/dl at 10:55 a.m. With the meter. The meter did not automatically mark the reading of 181 mg/dl as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips and control solution associated with the event expired in may-2022 and oct-2022 respectively, therefore, an in-house testing could not be performed. The device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.